Event description:
Biomed tech reported an underinfusion on this pump. Nurse reported the pt was receiving a second cycle of 5fu chemo treatment. Pump was programmed to administer 500ml, 22.7 ml per hour for a 22 hour period of time. At the end of 22 hours the bag still had 250 ml of chemo. Another bag of chemo was mixed for this pt so the pt would receive her complete treatment. No pt injury has been reported at this time. Pump will be sent to baxter for evaluation.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.